Event description:
The user facility reported that the operating room surgical light control box shorted and the light went out during a procedure. Facility personnel removed the light and employed another light that was in the room to complete the procedure. No procedural delays, cancellations, or injuries reported.

Manufacturer narrative:
A steris technician inspected the sq140 light and found the electrical brushes in the spindle were not working properly, which caused the blown fuses. The technician replaced brushes, brush holder, fuses, fuse holder and light bulb; the light was tested and returned to service. The light subject of the reported event was manufactured in 1999 and is maintained by the user facility. The equipment preventive maintenance (pm) guide states (manual pp. 3-5): "check the condition of the brush assemblies (including brushes, wires, terminals) and commutator rings; repair/replace as needed (each inspection)." Steris will reinforce the importance of following the equipment pm schedule.